Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples did not close all the way. They used another like device to complete the case with no pt consequence.